Event description:
New information notes that programming changes were done to address the issue on (B)(6) 2019. Issue had been resolved as no new remote transmissions had been received since time of programming changes. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient with atrial fibrillation presented remotely with an atrial lead undersensing p-waves. Device changes were suggested had not been made, but scheduled. Patient was stable.